Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely. Upon investigation, the implantable cardioverter-defibrillator reverted to back-up mode due to remote monitoring loss of power during in a thunderstorm. The implantable cardioverter-defibrillator was reprogrammed. There were no patient consequences.